Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the information received, the original plan was to reposition implant package but intra-op the surgeon decided to replace the device due to a reported crack in the ceramic. There was no accident or trauma reported. The recipient has been re-implanted.

Event description:
According to initial information received a surgical reposition of the implant housing was planned for (B)(6) 2018 due to a perceived migration of the housing. Intra-operatively, a crack was found apparently on the ceramic housing and the device was explanted. The device was however functional prior to explantation. It was additionally reported that the user had a history of headaches when using the device beginning in (B)(6) 2014. The skin under the coil was found reddened and the magnet strength was switched from #2 to #1. This was however too weak to keep the coil on the head and it was switched back to #2. In (B)(6) 2015, it was reported that the user had daily headaches radiating from the site of the coil. The pain stopped approximately 1.1/2 hours after removing the external device. The recipient then switched to using no magnet but with the device clipped to the hair and processor on the contra-lateral ear. There were no further reports of headaches. The user was upgraded in (B)(6) 2017 to a sonnet with magnet strength #3, after which the headaches begun again. The user does not have an abnormally thin skin flap. The user reported a month later that the headaches had stopped. He however felt that the implant housing had shifted position as he had reportedly previously been able to fit two fingers between the coil and processor. In situ measurements from 2007 to 2017 showed all channels within normal limits. The reported pain was not thought to be from the magnet strength as the magnet was appropriate, a weaker magnet was too weak. The pain was ongoing and different strength magnets were tried to reduce any pressure on the site, there was no swelling or redness over the implant site that could suggest irritation due to an overly strong magnet. There is no other medical condition that could have contributed or caused the reportedly pain. As per the device explantation report, a broken housing was apparently observed leading to the explantation. However contrary to the recipient report the device housing was reportedly found unmoved from its original position, although no measurement was taken at initial implantation. It was also stated that the active electrode lead and the reference electrode were severed during removal surgery. The clinic have reported that the recipient is now almost 4 months post switch on, as of the last appointment one month ago there were no complaints about any pain or discomfort.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on received information, the recipient was experiencing pain at the implant site for undetermined reasons and a revision surgery was conducted due to a suspected migration of the device package from its original position. Intraoperatively, no indication of an implant package migration was noted, but re-implantation was conducted due to a suspected crack in the implant housing. However, device investigation results ruled out damage to the implant housing and confirmed that the device electronics operate according to specification. This is a final report.